Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Visual inspection found the downstream occlusion (dso) seal was detached. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had detached downstream occlusion seal, identified during testing. The device was returned, and evaluation confirmed the seal was detached.